Event description:
Account is getting erratic phosphorus results. The incorrect results were not reported. The field service rep found the r2 syringe was leaking and repaired the instrument by repacking the syringe.